Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted sigmoid colectomy. According to the reporter: the device was placed on the tissue, closed, checked and fired. Upon removal, it was noted that the knife blade did not transect the tissue completely, leaving a 2mm - 3mm uncut tag. The staple line was complete and looked appropriate. The remaining tissue transected with scissors and the corner of the sigmoid was oversewn with vicryl suture. Procedure completed successfully without further incident.